Event description:
Complainant alleged that during biomed testing the device's display was distorted and clinical info could not be seen. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.